Event description:
It was reported that that the right ventricular (rv) lead had noise and a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.